Event description:
While wearing the external equipment, pt reported experiencing sound quality issues follow by loss of lock. The pt was seen by a co rep and device testing confirmed that the device was not functioning properly. The pt has not decided if they will proceed with revision surgery.